Event description:
A us distributor reported that an electrode belt cannot run detect and treat testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation the trunk cable severed and missing. The root cause for severed and missing trunk cable was physical abuse. There was no adverse event that resulted from the damaged belt.